Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. Philips field service engineer (fse) was unable to duplicate the reported issue. Fse did a full performance verification test (pvt) and all tests passed this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the motor inside the machine is leaking when trying to the short self test (sst). There was no patient involvement.